Manufacturer narrative:
The reported event that screwdriver axsos t20 5.0mm locking set was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user- related issue. The failure was caused by axial force application during torque, as verified during visual inspection. Moreover, it has to be taken into account that this device has been manufactured in 2010 and therefore it has been used for 5 years. Please note that the operative technique (axsos-st-4 rev 2 axsos targeting tibia optech) states the following: ¿do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiting screwdriver. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on). Moreover, the instruction for use (v15011 rev m 06-2015 instruments IFU ot-IFU-152) reports: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; [...] For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques).[...] ¿ always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. Design change # (B)(4) has been implemented in order to improve the torx strength of this device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the product was returned to stryker (B)(4) with a note from the hospital account "broken - tip in patient". No additional information was provide by the customer. Follow up with the stryker sales rep indicated that no product complaint/issue had been logged by the customer. No information about the event is available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the product was returned to stryker (B)(6) with a note from the hospital account "broken - tip in patient." No additional information was provide by the customer. Follow up with the stryker sales rep indicated that no product complaint/issue had been logged by the customer. No information about the event is available.